Event description:
It is reported that the device was implanted in 2008, and the pt is experiencing popping and clicking when he walks. Pt has asked for a second opinion and the x-rays and reports were the same as his original surgeon stating that the report looks fine.

Manufacturer narrative:
Eval summary: the devices were in vivo for approx seven months before the alleged event of hip clicking and popping occurred. No surgical intervention is planned. The devices are not available for analysis, and the device conditions are unk. It is unk if the components were implanted with the correct orientation and fixation as according to the surgical technique. The pt's height, weight, and activity level are unk. X-ray images post surgery and from successive pt visits are unavailable. The rehabilitation treatment plan, both physical and pharmacological, and compliance thereof is unk. Based on the above info and observations, it is most likely that the alleged event of clicking and popping may be due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts (either the stem or shell), unsatisfactory liner placement, extent of soft-tissue constraint, and pt behavior. However, the exact cause of the current situation cannot be conclusively determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.